Event description:
Information was received indicating that a smiths medical medfusion pump exhibited background error when using the 789 keys on the keypad. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump?s top case and keypad were non-original equipment management (OEM) parts. A review of the event history log identified control key switch background (bgnd) test alarm. During functional testing the reported issue was duplicated during the start up. The keypad was defective and a non-OEM part. The root cause of the issue was customer induced via the customer's use of unapproved / counterfeit components to repair their pump. Device will be quarantine due to non-OEM parts. Additional information b5, h3 and h6., corrected data: correction d1.

Event description:
Additional information received indicated there was no patient involvement.